Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 46 pulses and then the device was deactivated by the user at pulse 146. The needle mechanism was reset and deployed with no issue. No housing or environmental seal damage was found. No damages or defects were observed that would prevent the needle mechanism from deploying as intended. Although no issues were noted with the needle mechanism, a root cause for the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached 184 mg/dl.